Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that multiple occlusion alarms occurred. Pump system check was performed with customer and blockage was not identified. Customer changed cartridge and reportedly, after changing the infusion set site, pump therapy was resumed. There was no reported impact to customer's blood glucose.